Event description:
It was reported that there were concerns within this lead. A defibrillation threshold (dft) test was performed when the device was implanted and showed shock impedance of 58 ohms. No therapy since then and gradual rise over time. It is suspected a calcification. Boston scientific technical services (ts) suggested troubleshooting options. This lead remains in service. No additional adverse patient effects were reported.